Event description:
It was reported the patient wanted her implantable neurostimulator (ins) removed because she could feel it under her skin. It was also reported that the ins wasn¿t working for the patient, and she wasn¿t using stimulation anymore. It was reported the patient was currently at the orthopedic surgeon for other joint issues, but that she asked the orthopedic surgeon to remove the system for her. Further, it was reported that the physician was going to be removing the system from the patient. The physician thought that stimulation may have helped the patient initially, but that it was no longer helping her. It was unknown if the patient was still being seen by her follow up physician at the pain clinic. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).